Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut instrument for failure analysis (fa). The visual inspection was conducted and fa found no damage to the mega suturecut instrument. No broken or damaged component was observed. All the cables also appeared intact. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. This complaint is being reported due to the following conclusion: during a da vinci inguinal hernia repair surgical procedure, it was alleged a tiny piece of metal fell off the mega suturecut instrument while inserting the instrument and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused a piece of the mega suturecut instrument to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, a tiny piece of metal fell off the mega suturecut instrument while inserting the instrument. The fragment was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the original reporter and was able gather obtain additional information about the complaint. The site used a regular laparoscopic grasper to retrieve the loose piece which happens to be very tiny. The broken piece will not be returned back to isi. It has already been tossed out. The mega suturecut instrument was inspected before use and it did not collide with any instrument during the procedure. The staff does not know what caused the instrument to break. There has been no report of injury post-operation.